Event description:
Additional information received reported a catheter occlusion was suspected. It was noted the patient resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy occurred and a catheter revision was scheduled due to a 'failed (B)(4) dye study' but was unable to be performed due to the patient ending up in the hospital. The reason for hospital visit was unknown. The patient's pump had been dry for approximately one month and that 22.9 ml of baclofen was dispensed since the last update. A catheter dye study was attempted and the catheter was found to be patent. The pump was not refilled. The patient did not have withdrawal symptoms but an increase in spasticity. The patient was also taking oral baclofen. It was found that the actual residual volume (arv) was greater than the expected residual volume (erv) with the arv being 15 ml and the erv being 0 ml. No motor stall was noted in the event logs. The patient had therapy for a couple of weeks, but then lost therapeutic effect. No underdose symptoms were reported. The pump was replaced and the existing catheter with sutureless connector was used with the new pump. Patient status was unknown. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (serial # (B)(4)) revealed no anomaly.